Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose level was 618 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was incoherent, nausea, vomiting couldn't walk and talk leading to hospitalization significant events. Customer was treated with insulin drip. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.